Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet, the cartridge dislodged from the chamber, and the user reinserted the cartridge and secured the connector without receiving alerts while insulin delivery continued. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin therapy without interruption and no need for medical care. Investigation included customer care guided troubleshooting to disconnect, perform a fill tubing until drops were observed, and then reconnect to the infusion site. Investigation of this case revealed that the infusion set connection had been disrupted by the drop, and proper reconnection with priming restored normal function without device alarms. It was concluded, based on previously established findings for similar reports, that user technique and handling during a drop were the most likely contributors.